Event description:
It was reported that there was no arterial pressure displayed. The hls set was moved to a different cardiohelp and was working as expected. The failure occurred during set up and there was no pump stop. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there was no arterial pressure displayed. The hls set was moved to a different cardiohelp and was working as expected. The failure occurred before use and there was no pump stop. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-02. The hls cable was not physically damaged, but the fst found out that if he moves the hls cable that the venous pressure would cut in and out and there was a little bit of corrosion visible on the pins. Therefore the hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and it could be confirmed on the date of event that no pump stop occurred due to the reading failure. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Moreover, in the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-06-06 for the period of 2016-05-12 to 2023-06-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-05-12. Based on the results the reported failure "no pven and part reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.